Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a tank harness failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device and was doing a calibration check and it failed for an error 53 (water temperature 2 off of conversion chart table at 1°c). They were rerunning it but doing a calibration this time and would call back and let know them if the issue was resolved or if needs a new tank harness. Per follow up information received via email on 23may2024, the device was repaired onsite. The issue was resolved. Replaced tank harness and calibration worked fine.

Event description:
It was reported that the biomed had an arctic sun device and was doing a calibration check and it failed for an error 53 (water temperature 2 off of conversion chart table at 1 °c). They were rerunning it but doing a calibration this time and would call back and let know them if the issue was resolved or if needs a new tank harness. Per follow up information received via email on (B)(6) 2024, the device was repaired onsite. The issue was resolved. Replaced tank harness and calibration worked fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.